Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failure of the power supply unit, error code e207 occurred, failure of the emergency light and failure of the output connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the power supply unit may have contributed to the occurrence of the customer-specified phenomenon and the failure of the emergency light, which may have contributed to the occurrence of error code e207. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source experienced error code e103 and does not illuminate. The event occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.